Manufacturer narrative:
The site biomedical engineer stated that the site would not be purchasing service. No findings possible.

Event description:
A site representative reported that the 'door open' message remained on the imaging system pendant even after the gantry door was fully closed. The system was rebooted without resolution. The user accessed the remote desktop and noted that all of the positioners were in 'homed' status. There was no patient present when this issue was identified.